Event description:
It was reported that the patient presented in-clinic for follow-up. A faster than expected battery longevity decrease was observed. Previous in-clinic check on (B)(6) 2017 showed 2.4 years remaining longevity and recent check showed 1.5 years remaining. The battery trend curve was normal. An anomalous longevity estimate was noted. No patient symptoms were reported. The patient will continue to be monitored.